Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps instrument was broken at the jaws. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following information: the issue is with a cable that broke at the jaws, not the jaws themselves, and no part of the instrument has come loose. The patient has not suffered any harm or injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.